Manufacturer narrative:
Incident discovered on 7/24/2018 during a follow-up call. This is a retroactive investigation of the incident.

Event description:
It was reported that the patient's metatarsal fractured at the entry point of the nail post operatively. The nail remained in place and was not revised. The hardware associated with the case were not returned for physical analysis. The identifying part information (part number/lot number) were not provided. The DHR records of implants used by this surgeon were reviewed. All records indicate the implants were manufactured according to specification. No patient information was reported. No surgery date was reported.